Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to this issue. It was unknown whether the malfunction caused the customer's blood glucose level to exceed 500 mg/dl, as the caller declined to answer. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.